Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was observed on the lead via stored egms. The noise could not be reproduced. No inappropriate shocks were delivered. Possible insulation break in lead. The sense/pace portion of the lead was capped and replaced.